Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: vercise? Cartesia? Upn: m365db2202450. Model: db-2202-45. Serial: null. Batch: null. Brand name: vercise genus? Upn: m365db12160. Model: db-1216. Serial: null. Batch: null. Brand name: vercise? Cartesia? Upn: m365db2202450. Model: db-2202-45. Serial: null. Batch: null. Brand name: suretek? Upn: m365db4600c0. Model: db-4600-c. Serial: null. Batch: null.

Event description:
It was reported that the patient developed an infection at both of the burr hole and bilateral lead sites, of the deep brain stimulation (dbs) system, on the skull. The infection developed due to the incision sites opening up because of the devices rubbing on the skin causing skin erosion. The patient symptoms included pain, swelling and redness at the site. The patient was prescribed medication, pending next course of action. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.